Event description:
On (B)(4) 2012 patient reported concern with the infusion device not delivering insulin. Patient stated his blood glucose level was over 200 mg/dl. Patient's target blood glucose range is 75-145 mg/dl. Patient reported experiencing no symptoms of hyperglycemia. Patient stated he attempted to self-treat by bolusing with the infusion device. Patient reported he disconnected the infusion set tubing from the infusion set and delivered a bolus of 6.0 units of insulin but no insulin came out of the tubing. Patient stated the piston appeared to be meeting with the cartridge plunger and there were no air bubbles detected in the system. Patient reported he primed 6.0 units of insulin after changing the insulin cartridge and no insulin came out of the tubing during the prime. Advised to allow the priming process to continue until insulin comes out of the end of the tubing. Advised about advancing the piston rod when inserting a new cartridge. On call back on (B)(6) 2012 patient reported his blood glucose level remained elevated today. Patient stated his blood glucose level was 215 mg/dl at 8 am and at 10 am his blood glucose level was 280 mg/dl. Patient reported he gave himself a 5.0 unit bolus of insulin via the infusion device and then his blood glucose level dropped to the 50's mg/dl by 4 pm. Patient stated he did not lose consciousness but his wife noticed he was speaking abnormally and not making any sense. Patient reported his wife gave him apple juice and 2 pieces of candy; patient would not have been able to get these products without assistance. No medical attention was reported. Patient stated his blood glucose level was 105 mg/dl by 4:55 pm. Patient declined troubleshooting the infusion device. Patient stated he believed the device was working properly but that his meter was giving inaccurate results causing him to deliver too much bolus. Encouraged patient to contact the manufacturer. No product return was requested.